Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that unable to open database and its stuck on cfnadmin page due to software issue. Field service engineer cleared out some sqldump log files, thereby freeing up approximately 10 gb of storage space to address the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system cannot able to open database and its stuck on cfnadmin page. The customer reported that users were unable to remove medications. Which is causing delays to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
E1 - facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 03-dec-2022 to 02- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the malfunction was due to no storage space on c-drive. The log files of about 10gb were cleared. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis anesthesia station es system unexpectedly encountered a database error. The customer reported that users were unable to remove medications. Which is causing delays to patients care-flow. There were no adverse events or injuries reported based on this event.